Event description:
Approx four months post-procedure, the patient fell and injured his face and hand. While hospitalized, the doctors ceased aspirin and clopidogrel treatment. Six days later (2007) the patient had chest pain and st elevation. This was diagnosed as a non q-wave anterior myocardial infarction. Peak ck was 2 times above upper normal level (unl) and troponin was greater than 5 times above unl. An angiogram revealed a stent thrombosis in the stent in the mid left anterior descending artery (lad). The report states there was 100% occlusion with a timi flow of 0. The lad was stented with a cypher 2.5 x 28mm. All events resolved and the patient was discharged 11 days later. Approximately two months later, the patient was sent to emergency department from a pathology practice with an abnormal ECG. The patient had some memory loss but no pain and all blood tests were normal. The patient was discharged the following day. At the 6 month follow-up, the patient was experiencing angina pectoris. The patient is a male with a bmi of 24.84 kg/m2. He was enrolled in the study on approx four months prior to original date, with 2-vessel disease. The patient's medical history includes hypertension and dementia. The main indication for the intervention was an acute myocardial infarction. The pain onset to percutaneous coronary intervention was greater than or equal to 12 hours and less than 24 hours. The patient's heart rate at the beginning of the procedure was 52 beats/min. The patient's blood pressure at the beginning of the procedure was 143/68 mmhg and the lvef was estimated to be greater than 50%.

Manufacturer narrative:
The target lesion was a native, de novo, non-ostial, smooth, readily accessible, concentric, type b2 mid left anterior descending with thrombus present. The reference vessel diameter was 2.5mm and the lesion length was 10mm. Pre-procedure diameter stenosis was 99%. The lesion was direct stented with a 2.25 x 13mm cypher select plus stent, which was electively implanted at 14atm with satisfactory results. The stent was post-dilated with a 2.5 x 6mm balloon at 20atm as the stent was not fully expanded. Post procedure diameter stenosis was 0%. This product is distributed outside of the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.